Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient noticed the past few days they started running to the bathroom more and had pain in their lower buttock where the device was implanted. Patient turned stimulation up and the tingling is off to the side closer to the buttock instead of where it previously was in the pelvic floor. Patient wondered if they had sciatica at one point. Patient also noticed a hard lump next to the device that moves around if they push on it. Patient shut stimulation off so their buttocks and leg are not hurting as much. Patient thought the device had moved. The patient had already contacted their doctor's office and was told to call patient services. The circumstances that led to the reported issue were unknown. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.